Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple alerts. The customer declined to perform troubleshooting or provide information regarding the alerts. There was no reported impact to the customer's blood glucose level.